Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety - product/procedure: unable to observe as it is not related to the device. Deflation ¿ ndr: one opening observed assessed as surgical damage. Crease/folding of implant: unable to observe as it is not related to the device. The manufacturer of device is unknown: observed that the device is a mcghan device from abbvie. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a left side "deflation discovered by mammogram." Healthcare professional later reported "textured biocell saline device." Healthcare professional additionally reported "any creases," "any creases associated with hole," and "the deflation was caused by accident." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side "rupture discovered by mammogram". Manufacturer of the device is unknown. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.